Event description:
The pt reported, since implant in 2004, they have not had good therapeutic effect. The pt was implanted with a dbs system to treat essential tremor in their right hand. In 2005, the pt reported tingling in the tongue and arm. Reprogramming occurred once or twice but it was unclear if there was any effect. In eleven months later, the pt was feeling tingling in the hands and toes and then in 2006, the pt reported they became unable to walk. The pt indicated she was taking medications but did not provide any further info. The pt reported following several programming sessions in 2006, she turned the stimulator off. With the stimulator off, the pt reported the tingling is "very bad" and "very painful" and that she is using a wheelchair and can't walk. The pt reported MRI scans had been performed but nothing was found to be the cause of her symptoms. Additional info has been requested from the pt's hcp but was not available on the date of this report.